Event description:
Related manufacture reference number: 2017865-2022-08962. Related manufacture reference number: 2017865-2022-08963. It was reported that the patient presented in clinic, symptomatic of infection and erosion. The pacing system was extracted on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported events of infection and erosion were not confirmed. As received, a device was returned for analysis. Final analysis did not identify any anomalies.